Manufacturer narrative:
(B)(4). (Pseudoarthrosis). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013, the patient presented for follow up and underwent MRI of cervical spine without contrast . Her MRI indicated ¿ ¿ MRI neck is abnormal for disc herniation and spinal stenosis ..¿. Conclusion : degeneration of the c5-c6 disc associated with moderate spinal stenosis at both central and left lateral disc herniation with occlusion of the neural entry zone to the left c5 foramen. Correlate for left c6 root impingement; central c6-c7 disc herniation with dural effacement and mild spinal stenosis; mild to space narrowing at c4-c5 without focal disc prolapse; remaining levels within normal limits; no intra-axial lesion. On (B)(6) 2013, the patient presented with complaint of neck and arm pain with weakness. MRI study indicated significant disc protrusion at c5-6 and c6-7. Neural foraminal stenosis more severe on the left at c5-6. Significant effacement of the spinal cord and stenosis. On (B)(6) 2013, the patient presented with diagnosis of radiculopathy. On (B)(6) 2013, the patient presented with chief complaint of " arm pain and numbness" and pre-op diagnosis of left c6 radiculopathy and underwent c5-6, 6-7 anterior cervical discectomy and fusion with structural allograft and plate instrumentation . Final diagnosis was intervertebral cervical disc disorder with myelopathy, cervical region. Per op notes, ¿..after the spinal canal and neural foramen were decompressed the endplates were prepared with rasps, structural allo graft was placed into the intervertebral space. Titanium plate and screws were applied using c-arm to insure appropriate trajectories ..¿ the patient sustained the procedure and was discharged for home on (B)(6) 2013, the patient underwent radiograph of the cervical spine (2 views) performed in surgery with less than 60 minutes c-arm time. Impression: the images obtained and the fluoroscopy which was provided was for planning purposes at the time of the procedure. On (B)(6) 2013, the patient presented for follow up . Imaging study indicated cervical radiculopathy and status postacdf. On (B)(6) 2013, the patient presented for follow up . On (B)(6) 2014, the patient presented for follow up . Imaging study of cervical xray indicated : ¿ evidence of fusion through implants, one screw in c5 vertebrae is fractured , plate is slightly closer to c4-5 disc space¿ (B)(6) 2014, the patient underwent following procedure : CT of the cervical spine without contrast. Impression: the left c5 fusion screw is fractured as detailed above. The relationship of the superior aspect of the fusion plate tothe superior aspect of the c5 vertebral body has changed relative to (B)(6) 2013 but appears stable relative to (B)(6) 2014. The angle of the intact c5 screw has also changed. The findings could reflect relative movement of the plate relative to c5. No c5 fracture or subluxation is seen. On (B)(6) 2014, the patient presented with diagnosis of s/p cervical spinal fusion and cervical radiculopathy and underwent following procedures : radiograph of the cervical spine complete with flexion/extension views impression: this patient has anterior cervical fusion from c5-c7. One of the screws transfixing the c5 vertebral body is fractured with superior angulation at the fracture site. On (B)(6) 2014, the patient presented with arm pain. One of her screws in c5 was fractured. On (B)(6) 2014, the patient presented with complaint of numbness and tingling to bilateral arms. The patient had a history of a spinal stenosis and had spinal fusion. She's had some chronic left arm numbness. On (B)(6) 2014, the patient presented with diagnosis of cervical radiculopathy and underwent MRI of the cervical spine with and without contrast. Impression : anterior cervical spinal fusion changes are seen spanning c5-c7. There is no significant spinal canal or neural foraminal stenosis at any level in the cervical spine. On (B)(6) 2014, the patient presented with chief complaint of paresthesia and with some evidence of instrumentation failure with fractured screw. On (B)(6) 2014, the patient presented for follow up . Final diagnosis : arthrodesis status . The patient underwent radiograph of cervical spine . Impression: no acute fracture or subluxation of cervical spine. Stable fractured screw at c5. Anterior cervical spinal fusion changes with mild increase in osseous incorporation of interbody fusion devices at c5-6 and c6-7. On (B)(6) 2014, the patient presented with complaint of neck pain . The imaging study indicated : there is anterior cervical fusion from c5-c7 with partial fusion at those levels; persistent fractured screw involving c5. On (B)(6) 2014,the patient was admitted with final diagnosis of arthropathy , arthrodesis , lumbago , other chronic pain. The patient underwent left diagnostic cervical facet joint injection at c3-c4, c4-c5, c5-c6 and c6-c7 level under fluoroscopy. The patient complaint of itching. On (B)(6) 2014, the patient presented with complaint of neck pain, numbness into the left thumb. Imaging study showed fractured screw in c5 and non fusion mass c5-6. On (B)(6) 2014 , the patient presented for emg( electromyography ) and nerve conduction studies. Findings: bilateral radial sensory responses were normal left ulnar and bilateral median and ulnar responses were normal. Impression : this study was abnormal. There was electrophysiologic evidence suggestive of a chronic mild lower cervical radiculopathy. On (B)(6) 2014 the patient underwent CT scan of the cervical spine. Diagnosis: cervical radiculopathy, cervicalgia, pseudoarthrosis of the cervical spine. Conclusion: no change in position or alignment of the cervical spine; there is a small fissure in the right aspect of the c6-7 fusion graft and some resorption of graft material on the left at c5-6. The grafts do not appear to be fully incorporated, especially at c5-6; stable bilateral c5-6 neural foraminal narrowing. On (B)(6) 2014 the patient was presented for office visit. Diagnosis: brachial neuritis, cervicalgia and non union of fracture. The patient also underwent MRI of the cervical spine. Conclusion: postoperative appearance of the cervical spine with multilevel central canal narrowing, but no evidence for cord compression, bilateral neural foraminal stenosis c5-6. On (B)(6) 2014 the patient was presented for office visit with arm tingling and progressive neck pain. Diagnosis: brachial neuritis, anemia, depressive disorder, unspecified visual loss, other and unspecified alcohol dependence. Assessment: profound cervical radiculopathy with sensation and motor deficits of her upper extremity; depression; nausea and vomiting secondary to heavy narcotics. On (B)(6) 2014 the patient was presented for office visit with pain. On (B)(6) 2014, the patient underwent c4-5-6 posterior laminectomy and foraminotomy for pseudoarthrosis. The patient underwent cervical c5-6, c6-7 posterior instrumented fusion, bilateral c5-6, c6-7 laminectomy and foraminotomy, intraoperative neuromonitoring. Preoperative diagnosis: cervicacl radiculopathy, pseudoarthrosis. On (B)(6) 2014 the patient underwent x rays of the cervical spine. No complication was reported. On (B)(6) 2014 the patient reported the neck pain and numbness. Assessments: cervical radiculopathy, s/p posterior cervical foraminotomy c5-6-7 and posterior fusion; depression; h/o alcohol abuse; nausea, vomiting, 2/2 pain meds, improving (B)(6) 2014 the patient reported right below eye swelling and neck pain. Assessments: cervical radiculopathy/cervicalgia, s/p c5-6, c6-7 posterior fusion, bilateral c5-6, c6-7 laminectomy and foraminotomy pod #3; pain (B)(6) 2014 the patient reported burning over her arms. Assessments: cervical radiculopathy/cervicalgia, s/p c5-6, c6-7 posterior fusion, bilateral c5-6, c6-7 laminectomy and foraminotomy pod #4; pain (B)(6) 2014 the patient was discharged from the hospital. Discharge diagnosis: sensorineural hearing loss, asymmetrical motion sickness, hypogammaglobulinaemia, ostalgia, depression disorder, syncope and collapse, eustachian tube dysfunction, dysautonomia, leg swelling, numbness, cervical radiculopathy, intractable pain. On (B)(6) 2014, the patient presented for follow up . On (B)(6) 2015, the patient presented for follow up . Imaging study confirmed good placement of posterior instrumentation. Patient complaint of swelling in her hands and her feet. On (B)(6) 2015 the patient underwent x rays of the cervical spine. Conclusion: stable cervical spine radiographs. On (B)(6) 2015 the patient underwent x rays of the cervical spine. Conclusion: c5-7 anterior and posterior fusion; one of the ante rior screws appears fractured at c5. This is a stable finding; there appears to be some interim bony fusion at c5-6. Stable bony fusion at c6-7. Additionally it was reported that as a result of the fracturing of the titanium screw at the c5 vertebra, the surgical hardware was no longer properly fusing the patient's cervical vertebrae, and she developed pain, numbness, tingling, weakness, and muscle atrophy down her left arm ,<(>,<)> which progressed with time.the patient underwent a second cervical fusion surgery on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.